Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 2.9, reference 3.4, mean 3.15, confidence limits 1.9 - 4.6. Date (B)(6) 2013, inratio 1.8, reference 3.4, mean 2.60, confidence limits 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #304241 on (B)(6) 2013. Results as follows: donor 200, inratio 2.5, 2.4, 2.2, reference 2.32, bias threshold 1.32 - 1.32, %cv 6.45. Donor 202, inratio 2.8, 2.6, 2.7, reference 2.78, bias threshold 1.78 - 3.78, %cv 3.70. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #304241 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2013, inratio 2.9, lab 3.4. Date (B)(6) 2013, inratio 1.8, lab 3.4. Lab draw was performed within a few minutes of testing on the inratio meter for both comparisons. Therapeutic range: unknown.